Event description:
Clinical study subject 02-003 experienced increased pain post scp

Manufacturer narrative:
Per zimmer knee creations CAPA ca-05425, this medwatch was identified for remediation, as the products listed in d11 in the initial submission were components of the finished kit for which this medwatch was filed under and should not have been reported.

Manufacturer narrative:
The patient underwent the subchondroplasty procedure on the head of the right talus on (B)(6) 2017. The surgical and operative notes were received, and there were no complications noted during the procedure. An increase in pain was noted at two weeks postoperatively, and the pain levels receded after 6 months. The health care professional assessed the event as mild in intensity and possibly related to the procedure and device. The event was communicated on (B)(4) 2019. The patient will continue to be monitored. The DHR for the lot in question was reviewed and there were no anomalies related to the complaint condition. The device was not returned for investigation, as it remains implanted.

Event description:
Clinical study subject: (B)(6) experienced increased pain post scp.